Event description:
It was reported that this right ventricular (rv) lead is exhibiting noise and oversensing. It was also noted that the rv pace impedance measurements decreased from the 400 to 500 ohm range to the mid-to-lower 300 ohm range. These impedance measurements are low but still within normal specification limits. The issue was not able to be recreated when performing isometric testing in the clinic. Rv lead sensitivity programming was decreased and the patient continued to be monitored. However, the noise and oversensing continued to be observed. In addition, the patient was indicated to have subsequently received some inappropriate anti-tachycardia pacing (atp) therapy due to the noise and oversensing. The patient was also noted to have experience associated symptoms of dizziness and sweating during the night. Boston scientific technical services stated that they believe the possible cause of the issue is rv lead on right atrial (ra) lead abrasion. The patient was subsequently admitted to the hospital as they have hepatic cancer and are severely anemic and jaundiced. The physician directed the boston scientific field representative to program tachy device therapy off and indicated that they will see the patient again to determine a plan with regards to their implanted products. The rv lead remains in-service. No additional adverse patient effects were reported.